Event description:
It was reported that the patient with this right ventricular (rv) lead had received an inappropriate shock due to oversensing. An x-ray performed indicated the rv lead had dislodged from its original implant position and was in the atrium. Surgical intervention was performed and the rv lead was repositioned and remains in service. No adverse patient effects were reported.